Event description:
Related manufacture reference number: 2017865-2023-23375. It was reported that the patient presented during implant procedure for leadless pacemaker. During procedure, it was noted that the leadless pacemaker prematurely released from the delivery catheter. It was also reported that the catheter had deflection issues. The leadless pacemaker was implanted on (B)(6) 2023. The patient was in stable condition.